Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t2 anchor of the fastfix device would not deploy during a knee procedure. All materials from the failed device were removed from the patient. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. Further information about incident received after initial MDR submission.

Event description:
A delay of 2 minutes was noted. A backup device of the same type was used to complete the procedure.